Manufacturer narrative:
(B)(4). Per teleflex sales rep., the user facility does not have any additional update of information until testing is re-done in a month.

Event description:
Customer states they had a patient that went into anaphylactic shock after insertion of the line. They had to use an epipen and removed the line. They did not place another line afterward. The customer ran bloodwork for patient allergies and will not get results back for another month. The allergist stated the patient could be allergic to lidocaine, latex, or the chlorhexidine. The patient is in stable condition, and therapy was delayed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer states they had a patient that went into anaphylactic shock after insertion of the line. They had to use an epipen and removed the line. They did not place another line afterward. The customer ran bloodwork for patient allergies and will not get results back for another month. The allergist stated the patient could be allergic to lidocaine, latex, or the chlorhexidine. The patient is in stable condition, and therapy was delayed.